Event description:
It was reported the probe was broken on the ultrasonic probe and it sucks blood. The event occurred during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d4, d8. Corrected fields: d9. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.